Manufacturer narrative:
Quality safety evaluation received on 10-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and heavy and irregular bleeding (genital haemorrhage). Plaintiff undergo a surgery to remove the essure coils. The events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and their nature, a causal relationship between severe pelvic pain and heavy and irregular bleeding and essure cannot be excluded. This case was regarded as incident, since a surgical removal of essure coils was required. Additionally, other non serious events were reported. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding") in a 40-year-old female patient who had essure (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple sclerosis in 2008. Concurrent conditions included obesity, uterine fibroid and menorrhagia. Concomitant products included glatiramer acetate (copaxone) since 2010. On (B)(6) 2007, the patient had essure inserted. In april 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("painful migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fungal infection ("yeast infection"), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and headache ("migraines/headaches"). In june 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced fibroma ("fibroid tumors"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("painful fibroids around the coils"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia") and colour blindness ("vision/eye problems: blurred & partial vision,color blindness;"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, migraine, vaginal infection, female sexual dysfunction, headache and colour blindness outcome was unknown and the uterine leiomyoma, vaginal haemorrhage, menorrhagia, fungal infection, urinary tract infection, dysmenorrhoea, dyspareunia, fibroma, bladder disorder, urinary tract disorder, vulvovaginal pain, back pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, back pain, bladder disorder, colour blindness, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibroma, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Failure to occlude fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding") in a 40-year-old female patient who had essure (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple sclerosis in 2008. Concurrent conditions included obesity, uterine fibroid and menorrhagia. Concomitant products included glatiramer acetate (copaxone) since 2010. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibroma ("fibroid tumors"), colour blindness ("vision/eye problems: blurred & partial vision,color blindness;"), female sexual dysfunction ("apareunia( inability to have sexual intercourse)"), nephrolithiasis ("bladder or urinary problem or changes: kidney stones"), urinary tract infection ("uti") with pollakiuria and micturition urgency, fungal infection ("yeast infection"), migraine ("painful migraines"), headache ("migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal infection ("vaginal infection"). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("painful fibroids around the coils"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics and surgery (hysterectomy, unilateral left side salpingo-oopherectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, colour blindness, female sexual dysfunction, migraine, headache and vaginal infection outcome was unknown and the uterine leiomyoma, fibroma, nephrolithiasis, urinary tract infection, fungal infection, abdominal pain lower, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and vulvovaginal pain was resolving. The reporter considered abdominal pain lower, back pain, colour blindness, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibroma, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nephrolithiasis, pelvic pain, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Failure to occlude fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: pfs received- bladder or urinary problem or changes updated to kidney stones, urgent urination, frequent urination. Treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple sclerosis in 2008. Concurrent conditions included obesity. Concomitant products included glatiramer acetate (copaxone) since 2010. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fungal infection ("yeast infection"), urinary tract infection ("uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2007, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). In 2012, the patient experienced fibroma ("fibroid tumors"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("painful migraines"), uterine leiomyoma ("painful fibroids around the coils"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, migraine and vaginal infection outcome was unknown and the uterine leiomyoma, vaginal haemorrhage, menorrhagia, fungal infection, urinary tract infection, dysmenorrhoea, dyspareunia, fibroma, bladder disorder, urinary tract disorder, vulvovaginal pain, back pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fibroma, fungal infection, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Events abnormal bleeding, vaginal bleeding, menorrhagia, yeast , uti, dysmenorrhea, dyspareunia, back pain, fibroid tumors, bladder problem, vaginal pain, urinary problem, vaginal pain, lower abdominal pain, vaginal infection were added. Lab data updated. Historical drug and condition added. Concomitant dugs & conditions were added. Product, patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple sclerosis in 2008. Concurrent conditions included obesity, uterine fibroid and menorrhagia. Concomitant products included glatiramer acetate (copaxone) since 2010. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fungal infection ("yeast infection"), urinary tract infection ("uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). In 2012, the patient experienced fibroma ("fibroid tumors"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), migraine ("painful migraines"), uterine leiomyoma ("painful fibroids around the coils"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, migraine and vaginal infection outcome was unknown and the uterine leiomyoma, vaginal haemorrhage, menorrhagia, fungal infection, urinary tract infection, dysmenorrhoea, dyspareunia, fibroma, bladder disorder, urinary tract disorder, vulvovaginal pain, back pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fibroma, fungal infection, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received. Event abnormal uterine bleeding was added. Concomitant & historical condition were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/ plaintiff's family in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2007. Sometime following the procedure she began suffering from severe pelvic pain, heavy and irregular bleeding, painful migraines, and more. Later she found out that there were painful fibroids around the coils. In 2012, the plaintiff was forced to undergo a surgery to remove the essure coils. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and heavy and irregular bleeding (genital haemorrhage). Plaintiff undergo a surgery to remove the essure coils. The events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and their nature, a causal relationship between severe pelvic pain and heavy and irregular bleeding and essure cannot be excluded. This case was regarded as incident, since a surgical removal of essure coils was required. Additionally, other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding") in a 40-year-old female patient who had essure (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple sclerosis in 2008. Concurrent conditions included obesity, uterine fibroid and menorrhagia. Concomitant products included glatiramer acetate (copaxone) since 2010. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("painful migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fungal infection ("yeast infection"), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and headache ("migraines/headaches"). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced fibroma ("fibroid tumors"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("painful fibroids around the coils"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia") and colour blindness ("vision/eye problems: blurred & partial vision,color blindness;"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on 14-aug-2012. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, migraine, vaginal infection, female sexual dysfunction, headache and colour blindness outcome was unknown and the uterine leiomyoma, vaginal haemorrhage, menorrhagia, fungal infection, urinary tract infection, dysmenorrhoea, dyspareunia, fibroma, bladder disorder, urinary tract disorder, vulvovaginal pain, back pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, back pain, bladder disorder, colour blindness, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibroma, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Failure to occlude fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 9-jul-2018: plaintiff fact sheet received, patient demographic, lab data,essure lot number event apareunia, headaches, vision/eye problems: blurred & partial vision color blindness were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.